Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit was reading low vacuum, system failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit was reading low vacuum, system failure. There was no patient involvement.

Manufacturer narrative:
A getinge fse was dispatched to evaluate the unit and was able to reproduce the reported issue. The fse checked and found pressure, vacuum reading is unstable. To fix the issue, the fse replaced the front end board. The fse then performed all functional and safety tests. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
N/a.